Manufacturer narrative:
The reported event for high impedance was confirmed. As received, the octrode lead was complete. Microscopic inspection identified a break with multiple broken wires; consistent with overstress condition that the lead was subjected while in vivo.

Event description:
It was reported the patients lead displayed high impedance. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Surgical intervention resolved the issue.